Event description:
Info received from the pt's family member indicates that the tubing between reservoir/pump "hurts all day long". The pt will not use the device because of the "severe pain that pt still complains about on an all-day, everyday basis".